Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. Initial reporter phone number: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) via the manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that the patient has been seen in the clinic with multiple open circuits, yet each time the patient has been seen the number of open circuits seems to be decreasing. No further complications were reported or anticipated.